Manufacturer narrative:
Customer report of stenosis was confirmed due to restricted leaflet mobility. X-ray demonstrated heavy calcification on leaflets 1 and 2, and wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7 mm on leaflet 2 at the inflow aspect and 3 mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow aspect. Host tissue fused leaflets 1 and 2 by approximately 5 mm near commissure 2 on outflow aspect. Calcification and host tissue was observed to restrict the mobility of leaflets 1 and 2, which likely led to the reported stenosis. As received, all three leaflets had cut sections of approximately 4 mm x 9 mm on leaflet 1, 3 mm x 7 mm on leaflet 2, and 5 mm x 12 mm on leaflet 3. The cuts had smooth and even edges; leaflet fragments were not returned. The wireform was exposed near leaflet 1 at the inflow aspect. The carpentier-edwards pericardial valve has been designed to minimize structural valve deterioration (svd). Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. As noted in the literature, the rate of svd in bioprosthetic valves increases over time, particularly after the initial 7 to 8 years after implantation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 27 mm pericardial mitral valve was explanted after an implant duration of nine (9) years and three (3) months due to mitral stenosis and heart failure. Per the operative report, the surgeon sized the annulus to a 25 mm edwards surgical mitral valve. The valve was seated onto the annulus and sutures were secured with cor-knot. The seated mitral valve had excellent function. It was also noted that left and right sided maze procedure was performed. The patient was transferred to the cicu in stable condition.

Event description:
The patient was discharged home with home health care on pod #9 in stable condition.